Manufacturer narrative:
Corrected data: e2 (¿no¿ was selected in error on the initial report) and g2 (¿health professional¿ was unselected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged dvi video output/connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had a video connection issue with the digital visual interface signal (dvi) video output was damaged during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a damaged digital visual interface (dvi) video output. Additional findings were as follows: the housing rear panel was deformed, and the software need an update. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.